Manufacturer narrative:
No further action will be taken under this report. Any further information regarding this event will be reported under manufacturer report number 1221359-2023-00641. H3 other text : single use, device discarded.

Event description:
The consumer reported false negative with the binaxnow covid-19 antigen self-test performed on 11jan2023. The user initially took the covid-19 test (unknown platform and brand) in clinic on 11jan2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported false negative with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. The user initially took the covid-19 test (unknown platform and brand) in clinic on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.